Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue, the text was dim and faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged dim display issue cannot be fully evaluated due to a cracked and non-functional display. The pump powered up with auditory and vibratory features. The remaining testing cannot be performed due to the blank display issue. No conclusion can be drawn. Regarding the reported display issue. The display replacing the damaged display with a test display restored a fully clear and legible display. (B)(4).